Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances were found to be around 140 ohms for the past year. At this time, the rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the impedances have continued to rise. Boston scientific technical services (ts) discussed troubleshooting and recommended a commanded shock be performed in order to test true impedance measurements. The patient was brought in and the commanded shock and defibrillation threshold (dft) testing was performed. As values were acceptable, the physician opted to continue monitoring the patient. No additional adverse patient effects were reported.